Manufacturer narrative:
Additional information: lot number for product ID 9735795r is 18020976. The monitor was returned to the manufacturer for analysis. Analysis found that the reported issue could be confirmed. The monitor was received with a crack on the display due to impact damage. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: patient demographics and additional information received. Other relevant device(s) are: product ID: 9735795r, serial/lot #: unknown, ubd: unknown, UDI#: unknown. A medtronic representative went to the site to test the equipment. Testing revealed that the camera cart monitor was replaced. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received clarification that there was no error message but the help screen popped up without anyone touching it and when the site closed it, the system booted back to the application screen. Medtronic received additional information that the touchscreen behavior was erratic. The touchscreen was randomly moving the mouse around and sensing a touch function when nothing was being touched. The site swapped the camera cart with another system they had at the site and similar behavior followed the camera cart. The site didn't notice any visible damage on any of the monitors.

Manufacturer narrative:
Patient information was unavailable. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a sacroiliac and thoracolumbar procedure. It was reported that intra-operatively, the site received an error message at the end of a case after being done with all screws. The help box popped up and the site clicked the 'x' to close the box and the system exited to the application login screen. The navigation part of the case was done by this time. The procedure was completed and there was no reported impact to patient outcome. There was no reported surgical delay.